Event description:
It was reported, during the implant procedure, constant, good threshold values could not be obtained. The physician questioned if the helix fully extended. Consequently, this lead was withdrawn and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead was returned and analyzed.